Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with manual bolus. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleged insulin pump was under delivering. The insulin pump will be returned and other device will not be returned for analysis.